Manufacturer narrative:
A4: patient weight added to the report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05069. It was reported that the patient had high impedances on several contacts of one lead. The patient has been programmed and does not report any loss of therapy. As a result, surgical intervention occurred on (B)(6) 2021 and a lead was explanted and replaced. It is unknown which lead was replaced, so both are being reported.